Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0gkjn, implanted: 2015-(B)(6), explanted: 2016-(B)(6), product type lead. (B)(4).

Event description:
The patient reported the device was taken out because the implantable neurostimulator (ins) moved and the lead wires were arching, causing the device to "fry out." The patient fully recovered from the surgery. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine if a cause had been determined.